Event description:
An hour into the case, the tip of the handpiece started sparking (visible sparks coming from the tip). The handpiece's tip was red around the edge when the sparking occurred. The hand piece tip was not touching any metal within the operative field but it was a few inches from the metal forceps. After the device sparked the doctor put the handpiece down (not activated) on the surgical field. The device tip burned through the physician assistants (pa) surgical gown and burnt him. New device was obtained for use without additional reported issues. The pa treated the burn himself with some ointment and is doing fine.

Manufacturer narrative:
(B)(4). Method and results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.